Event description:
A canadian pharmacist called on behalf of a customer. The customer ran a blood test on the contour xt meter and received a reading of 26.5mmol/l. A blood test was also run on a different meter taken from an ambulance, which gave a reading of over 2.0mmol/l. The specific result was not provided. Depending on the actual reading from the ambulance meter, the difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. It was asked that the test strips be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Initial reporter phone and address were not provided. Model # was not provided.